Event description:
Additional information received reported that the device was successfully explanted on (B)(6)-2011 as no power could be obtained from the implantable pulse generator (ipg) on either connection channel. The connection of an external neurostimulator produced paresthesia indicating the leads/connectors were functional. The ipg waqs replaced with a new restore sensor device, and the patient was experiencing appropriate paresthesia with the new device. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37714, (B)(4) determined no anomaly was found. The coupling matched a known good ins. A non-standard test was done to address the trouble with recharging. Recharging of the ins was done at spacings of 0 cm, 1 cm 2 cm and 3 cm to see how many coupling bars the ins could obtain. A 0 cm spacing there were 8 bars, at 1 cm there were 8 bars and at 2 cm there were 4 bars and at 3 cm there were 0 bars. The same coupling was observed on a known good ins indicating that the ins was working correctly with the recharger. Good, stable output was observed on each electrode pair. Analysis of the plug accessory determined there was no anomaly found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Received info the pt had his ins implanted in (B)(6) 2010. In december, the lead was found to be disconnected from the ins, the surgeon had not tightened the holding screw correctly. The ins was working correctly prior to the revision in (B)(6) 2011. At the end of (B)(6) 2011, the pt noticed that the device had stopped working. The manufacturer's rep interrogated the device on (B)(6) 2011 and impedances were normal, battery life was okay, battery charge was 25%. Programming of all possible combinations on the single lead gave no discernible stimulation to the pt. This was tested up to 1000us pulse with and 10.5v. An x-ray of the lead position is planned and possible revision of the ins if needed. No fall, electric shock or any other event had occurred. Pt had been out of the country in (B)(6)/(B)(6). Pt is suffering from recurrence of pain that device was implanted to alleviate. Pt is also experiencing difficulty recharging. He is unable to gain acceptable signal strength. During assessment on (B)(6) 2011, it was identified that if pt holds the recharger 2-3cm away from the skin surface at ins site, two bars of signal can be achieved. Additional info has been requested and if received, a follow up report will be sent.